Manufacturer narrative:
Implant date: estimated as (B)(6) 2021 as the article was published in 2021 and no initial date of procedure was provided. Explant date: estimated as (B)(6) 2021 the date of embolization was noted as one day post procedure. Date of event: estimated as (B)(6) 2021 the date of embolization was noted as one day post procedure. Literature citation: enomoto y, hara h, kitano s, saito s, hayama h, amemiya k, yazaki y, nakamura k, iijima r, sugi k, moroi m, nakamura m. Successful percutaneous retrieval of an embolized left atrial appendage closure device in the left ventricular outflow tract. Circ j. 2021 sep 24;85(10):1893. Doi: 10.1253/circj.cj-21-0469. Epub 2021 jul 2. Pmid: 34219075.

Event description:
It was reported via literature that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. The closure device embolized into the left ventricular outflow tract one day post index procedure. The patient remained hemodynamically stable and percutaneous retrieval was performed by snaring the closure device with two 25mm goose neck snare catheters. A beta blocker was used for longer duration of aortic valve opening. After the closure device was crushed via the snares, the closure device was retracted from the left ventricle into the ascending aorta. The closure device was pulled back into the aorta and removed from the patient with no patient complications reported.